Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination of the complaint unit was carried out and no issues were noted. The advancer knob was unlocked upon return; it was advanced in order to inspect the handshake connection. The handshake connection was inspected and no damage was noted. A handshake connection test was attempted to examine the integrity of the connection and no issues were noted. The drive shaft, coil and sheath were inspected and there was no damage noted. A test rotawire was inserted to the device. No issues were noted. The burr was microscopically examined and there were no issues noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-08826. It was reported that the rotaburr became stuck on the rotawire. A 2.00mm rotalink¿ plus and rotawire¿ was used to treat the severely calcified target lesion. During procedure inside patient, it was noted that the rotawire got stuck with the burr. The procedure was completed with another with the same device. No patient complications reported and patient's condition is good.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2015-08826 it was reported that the rotaburr bcame stuck on the rotawire. A 2.00mm rotalink plus and rotawire was used to treat the severely calcified target lesion. During procedure inside patient, it was noted that the rotawire got stuck with the burr. The procedure was completed with another with the same device. No patient complications reported and patient's condition is good.